Event description:
Pt called lfs in 2004 and alleged that their meter was not powering on. They stated hat they were not sure when was the last time that they used the meter. They stated that they received assistance from a non-medical professional. They stated that they did not received any treatment. They did take their oral medications. The pt stated that they were experiencing symptoms but unable to state what the symptoms were. The issue with the meter was not resolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of serious injury. The meter is being replaced for the pt.